Event description:
It was reported that during an in-office visit, there was difficulty interrogating this pacemaker. Troubleshooting efforts were performed and the pacemaker was unable to interrogate. Technical services (ts) discussed possible causes. This product remains in service and no adverse patient effects were reported.